Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope, a demo device is bulging on the supply hose and needs repair. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the objective lens adhesive, light guide lens, distal end cover and bending section cover or distal sheath rubber adhesive had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: grip has a scratch; switch box has discoloration; air/water cylinder has no color; suction cylinder has no color; control unit has discoloration; right / left knob has discoloration; up/down knob has discoloration; plug unit has a scratch; scope cover unit is deformed; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; distal end cover has foreign objects; adhesive around objective lens has foreign objects; light guide lens has a crack; lens guide lens has foreign objects; adhesive on bending section cover or distal sheath rubber has foreign objects; connecting tube has a buckling; and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.